Event description:
It was reported that a red thread was found in the connecta plus3 white blend packaging before use. The following information was provided by the initial reporter, translated from japanese to english: "when unpacking, the customer found a red thread like fm in the package. The affected product was not used."

Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 9305659 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the faulty product was returned for evaluation by our quality engineer team. Through visual inspection of the sample, foreign matter was observed on the connecta product. An exact cause related to the manufacturing process could not be identified for the observed foreign matter. The manufacturing process is automatic and is not manipulated by the operators. All material is inspected prior to release. After reviewing our quality records for tracking and trending purposes, we have determined that this is an isolated incident with an unlikely recurrence.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a red thread was found in the connecta plus3 white blend packaging before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when unpacking, the customer found a red thread like fm in the package. The affected product was not used."